Event description:
Stapler was used to staple the inferior pulmonary vein, superior pulmonary vein & pulmonary artery following a right pneumonectomy. It was noted during closure, the carina was dry. While subcutaneous layer of tissue was being closed, large amounts of blood began pouring out & into suction tube. Pt was immediately reopened & the superior pulmonary vein was leaking on the staple line. Physician oversewed the staple line with suture. Problem resolved. No apparent adverse pt outcome.